Event description:
It was reported that a user experienced difficulty starting a new dexcom g7 sensor with the ilet system due to an ¿invalid code¿ message and an apparent mismatch of cgm type selection, which was resolved by restarting the ilet app, selecting g7 in the cgm menu, and entering the sensor code to complete pairing and warmup. Symptoms included no adverse clinical effects. Outcomes included uninterrupted therapy after successful pairing and no alarms or hospital care. Investigation included user education, device restart, verification of cgm type selection, and reattempted pairing. Investigation of this case revealed user setup error related to sensor type selection and pairing sequence, with the device and sensor functioning as designed after correct configuration. It was concluded, based on previously established findings for similar reports, that the cause was user error.